Event description:
As reported by the affiliate, the physician felt resistance when he advanced the device through the guiding catheter. When he withdrew it from the catheter, he found the stent tip was uplifted. Additional info was received that resistance was experienced while tracking the stent deployment system to the lesion. The strut uplift occurred on the proximal end of the device. The device never made it to the target lesion site. The stent deployment system was withdrawn while the stent was on the balloon and was pulled back inside the guide catheter as a single unit. No excessive force was applied during insertion or withdrawal of the device. Another stent was used to complete the procedure, and the pt was reported to have no complications.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but the engineering report is not yet available. Additional info has been requested regarding the procedure and will be submitted within 30 days upon receipt. Please not that this device is not distributed in the united states. However, it belongs to the same class of the cypher sirolimus drug-eluting stent device distributed in the us.